Event description:
It was reported that cgm displayed error message and customer could not select cgm option to start new sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset guidance, completed pump reset with support, and error did not appear again; customer then proceeded to start new sensor session independently and support closed case.